Event description:
Patient called stating he had a right knee replacement done on (B)(6) 2016. Patient reported pain, swelling, difficulty walking, going up and down the stairs. Revision surgery was done on (B)(6) 2019 due to broken patella. Patient is seeking compensation and is inquiring if his implants are part of a recall.

Manufacturer narrative:
An event regarding crack/fracture involving triathlon patella was reported. The event was confirmed by medical review and visual analysis. Method & results: -device evaluation and results: visual inspection: the reported device was not returned however photographs were provided for review. The photographs shows a recently explanted 5551-g-320 patella . From the photographs provided there is evidence of a fractured patella and with the fragment - possible the peg, also in the photograph. Material analysis,, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: a (B)(6) 2019 CT scan of the right knee was reviewed on a cd. This study demonstrates a previously described disassociation patellar component from the host patella with the disassociated component continuing to articulate with the femoral component and the host patella is subluxated laterally, indicating existing forces on it are exerting a lateral distraction. Further examination of the CT study does not indicate malrotation of either the femoral or tibial components as the cause of the lateral loading. One color photograph, unlabeled, of the articular surface of an intact patellar component shows one detached polyethylene peg removed at its base and seen adjacent to the patellar component. There is no examination of the explanted components and the peg fracture surface in order to identify the fracture mechanism as probable fatigue and to rule out manufacturing or material defects as having been present. Soft tissue imbalance on the patella likely led to cyclic loading on the patellar component fixation resulting in fatigue fracture of the fixation pegs. Examination of the peg fracture surfaces could confirm this mechanism and rule out factors associated with implant manufacturing or materials as having contributed to this clinical event. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Note : it can be confirmed that this device was not part of a recall. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Patient called stating he had a right knee replacement done on (B)(6) 2016. Patient reported pain, swelling, difficulty walking, going up and down the stairs. Revision surgery was done on (B)(6) 2019 due to broken patella. Patient is seeking compensation and is inquiring if his implants are part of a recall.